Event description:
The following has been reported: pump problem alarm, service needed no report of patient harm a preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sticky pins. Sticky pins may not open or close fully when called. This could cause unintended delays or deliveries in drug infusions. Root cause investigation is still ongoing per internal CAPA.

Manufacturer narrative:
Corrected section d to match gudid.